Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went through 2 packs of batteries in a week. Customer stated that his doctor tightened the cap all the way down and now it is working. Customer did not get any alerts and the pump just shut off. Customer stated that the battery cap now looks damaged. Customer stated that the issue started 2 months ago on (B)(6) 2015. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer stated that the battery indicator does not show less than 2 bars. Customer last changed the battery 2 weeks ago. Customer stated that the battery did not last more than 1 week. Customer has had several bad battery alerts and weak battery alarms. Customer has received low battery alerts as well. Customer declined troubleshooting and was advised that the battery cap would be replaced.